Manufacturer narrative:
(B)(4) the device history review for the product visistat 35w 6/box, lot #73a1500101 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler got stuck and would not fire during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples appear to be aligned properly. The stapler was received with 31 staples left in the coverblock indicating that 4 staples were fired by the end user. No defects or anomalies were observed. A functional inspection was performed by attempting to fire staples from the stapler. Using hand pressure, the trigger was engaged to completion. One staple loaded into the forming tool and was able to properly form and release. An attempt to simulate insertion into the skin was then performed using the returned stapler and a foam pad. Three staples were successfully fired from the stapler and were able to engage into the foam pad with no difficulty. No functional issues were found with the returned stapler. Reference files (B)(4) for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product instructs the end user, "center the jaw on the incision line and slowly squeeze trigger to other remarks: place staple. To obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of staples stuck in the stapler was not confirmed based upon the sample received. The returned stapler passed all functional testing performed and was able to properly load, form, and release staples. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The stapler got stuck and would not fire during use. The patient's condition was reported as fine.